Manufacturer narrative:
Spouse of patient on vgo 20 reported that the patient has been admitted to the hospital due to hyperglycemia while wearing a vgo device. Patients wife found the patient confused and lethargic on (B)(6) 2017 and called ems. Patient was found to have a bg of 956mg/dl and was transported to the hospital. Patient was treated in hospital and discharged to home on (B)(6) 2017. Details regarding treatment while in hospital not available at this time. Patient has discontinued vgo device for the time being and is using lantus 30u daily. The patient reported that he had picked up his shipment of vgo devices from his pharmacy. He did not realize that they were not prefilled with insulin. Patient was applying and wearing the vgo devices without insulin. There is no alleged device malfunction. Device was not returned for investigation. Root cause is most likely due to the patient not receiving insulin for many days due to patient not filling the vgo devices with insulin prior to application.

Event description:
Spouse of patient on vgo 20 reported that the patient has been admitted to the hospital due to hyperglycemia while wearing a vgo device. The patient began vgo therapy (B)(6) 2017. Patients bg was "under control" for awhile. Patients wife found the patient confused and lethargic on (B)(6) 2017 and called ems. Patient was found to have a bg of 956mg/dl and was transported to the hospital. Patient was treated in hospital and discharged to home on (B)(6) 2017. Details regarding treatment while in hospital not available at this time. Patient has discontinued vgo device for the time being and is using lantus 30u daily. Patient and spouse will be meeting with his endocrinologist and vgp trainer this afternoon at 16:00 for re-education and resumption of vgo therapy. The patient reported that he had picked up his shipment of vgo devices from his pharmacy. He did not realize that they were not prefilled with insulin. Patient was applying and wearing the vgo devices without insulin. The most likely contributing factor to the reported severe hyperglycemia and resulting hospitalization was due to the patient not receiving insulin for many days due to patient not filling the vgo devices with insulin prior to application. The device was not returned for investigation.